Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump found moisture damage at motor assembly noted. Insulin pump received with corroded battery tube. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir pcap lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on the top of battery compartment going to back on clip side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.